Event description:
It was reported that the insulin pump had physical damage. Customer stated none of the lights were on after she bumped the insulin pump. Customer stated she pushed the buttons to make it work and when she took bolus the insulin pump started beeping and alarmed low battery alert and did not delivery the complete bolus. Customer's blood glucose was unknown. Troubleshooting was done. The insulin pump passed the self test. Customer stated she received no reservoir alert during displacement test. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.